Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into a lake. Customer reported that as a result, insulin pump received a button error alarm and experienced keypad anomaly. It was reported that the up and down arrow buttons were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.